Event description:
It was reported that during induction testing the high voltage lead impedance measured zero. The device delivered a shock but did not convert the patient. An error message for possible hv lead issue and possible output circuit damage was noted. Insulation damage suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.